Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, device appearance (observed 40 mm dark patch edge material inside gel device), underweight and broken shell. A microscopic analysis was performed which identified crease sharp broken on posterior, missing piece of the shell and have non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp broken on posterior due to a fold flaw opening; non-penetrating nick; missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.